Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report that the plunger advanced over the top of the iol in the cartridge. A visual inspection of the iol handpiece injector was performed and was found to be nonconforming. The plunger is bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photo 1 shows the company handpiece product lot information on the device, photo 2 shows an iol in a cartridge, and photo 3 shows a company label with product information. The evaluation does confirm the injector plunger has a bent plunger, which could result in the plunger advancing over the top of the iol in the cartridge. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in june 2022. The manufacturer internal reference number is: (B)(4).

Event description:
Other health care professional reported during an intraocular lens (iol) implant procedure, the plunger advance over the top of the iol in the cartridge and did not connect with the iol to push it through the cartridge. The procedure was completed with back up iol without incident. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).